Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was noted that the catheter had a kink in the shaft in between the shaft electrodes. Internal components can be seen protruding from the catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
This report is to advise of a fracture that was noted during analysis.